Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Additionally, a review of the device history record was not possible as a lot number was not provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00406, 2182269-2019-00112, 3005334138-2019-00441, 2030404-2019-00071, 2182269-2019-00114, 2182269-2019-00115, 2030404-2019-00072. During a left lateral accessory pathway ablation, a pericardial effusion occurred. One hour following transseptal access, the patient became hypotensive when ablating the pathway. Intracardiac ultrasound revealed a large effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.